Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for "other" failures. Trending analysis for "other" issues associated to the sterrad 100s did not indicate a significant trend. The shuma (system hazard and user misuse analysis) for non-sterility of load related issues is reported to be "as low as reasonably practicable" (alarp). The root cause was the customer's failure to follow the manufacturer instructions for use regarding reprocessing of a canceled load.

Event description:
Customer reported that they cancelled a load after forty-five minutes becuase they forgot to place a biological indicator (bi) into the load. The customer placed a bi in the load at the second cycle. The bi read negative. The facility did not repackage or reprocess the load and used the items. There have been no reports of injury or infection.

Manufacturer narrative:
The asp professional services reviewed the user's guide specifically highlighting the statement: "loads from cancelled cycles should be repackaged using new polypropylene wrap, sterrad® chemical indicator strips and tape. If a sterrad® cyclesure® 24 biological indicator was used in the canceled load, it should be discarded and a new one should be placed in the chamber before starting the new cycle". Additionally the customer was recommended to follow their facility policy regarding notification to doctors who used the instruments.